Event description:
When prepping patient's antecub, the glass broken & came through sponge and badly scratched patient's arm.manufacturer response for chloraprep one step, chloraprep frepp (per site reporter).======================took description of incident, will send return kit.device #1is this a laboratory device or laboratory test?no.